Event description:
It was reported to philips that the system did not have power output. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited the site, and the system can't power on. During troubleshooting, the fse found that the mpdu rear panel and the pdm of the r cabinet were burned. The faulty parts are returned to philips for further analysis. The analysis of the pdm revealed that all the internal cabling was ripped loose, while the mpdu showed signs of moisture damage and the cables were pulled loose or unscrewed, and capacitor "c" was blown. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.